Event description:
It was reported that the device reported an alert for possible output circuit damage. The high voltage lead impedance was measured to be less than 10 ohms. The lead was replaced. The ICD was replaced.

Manufacturer narrative:
No medwatch form was received.